Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. D4: batch #unk. Per user facility medwatch form, (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 2. Was the staple line interrupted; staples not present/visible on any portion of the staple line? 3. Please provide the source or title of external person providing answers to follow-up: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted/laparoscopic esophagectomy procedure, it was observed that the staples did not hold the tissue when he removed the stapler. The surgeon had to make a larger incision to repair the failed staple line firing. There was no patient consequence nor surgical delay reported. No additional information provided.